Event description:
The complainant alleged while performing a patient set-up (age and gender unknown), the device would not power on. The complainant did not indicate if there was an adverse effect to the patient as a result of the reported malfunction.